Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during third firing across the stomach, the green reload misfired about a third of the way through the firing sequence and all the staples had misformed. It appeared as if the device was fired across something rigid, however this was virgin stomach with no prior surgery. The reload was removed and replaced and the stapler was refired next to the previous staple line and the case continued without a problem. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?